Event description:
It was reported that r-waves were variable and dimishing and threshold was increasing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID: 5076-52 non-defib lead (B)(6) 2005; 4193-78 non-defib lead (B)(6) 2005; d224trk bi-ventricular defibrillator (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments. A proximal portion of the lead was received measuring 59 cm. A distal portion of the lead was received measuring 59 cm. The lead was analyzed and analysis revealed that the proximal conductor of the lead developed a fracture due to flexing while in vivo and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.